Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore the investigation is inconclusive for the alleged infusion problem issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implantable port allegedly experienced infusion problem. This information was received from one source. One patient was involved with no reported patient injury. The device was used in a female patient and weighs (B)(6) pounds. Age was not provided.